Event description:
It was reported that the patient had a ventricular tachycardia rhythm that had a rate which varied in and out of the conditional zone range. When a shock did occur, it accelerated the ventricular tachycardia to ventricular fibrillation. A second shock successfully converted the arrhythmia. The doctor was concerned that the time to therapy was too long. Technical services reviewed the event and discussed that, due to the varying rate in and out of the conditional zone, the time to therapy was okay at 32 seconds. The patient has lost some weight since implant. An ablation procedure was performed, and the system remains implanted. There were no additional adverse patient effects.